Event description:
It was reported post operative to an adjustable gastric band procedure, the pt presented with no restriction after adjustments-fluid check not equaling the amount filled. The pt had received a total of 15 fills to the band in the past year. A leak was found in the tubing. The leak was repaired by cutting the tube and implanting a new port. The pt is fine.

Manufacturer narrative:
Date sent: 11/25/2008. Info is unavailable; device was not returned for evaluation.